Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received scs named "retrospective evaluation of subjects treated with legacy wright medical devices in the foot and ankle in vancouver summary report" that contains collected data on the usage and the outcomes of g-force tenodesis screw. The report details analysis provided for procedures performed between 1st jan 2015 ¿ 1st july 2021. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: 1 patient with infection resulted in revision surgery.